Event description:
It was reported the "egm shows mvp (managed ventricular pacing) operation in the setting of wenckebach beats." Review of manufacturer database revealed the patient died 9 days later. The cause of death has been requested and not received. Follow up with clinic later revealed the patient had last been seen by them in the clinic approximately 3.5 months prior to death. The device check at that visit was reported to have been fine with ventricular pacing at 38.8 percent.

Manufacturer narrative:
Asku

Event description:
It was reported the "egm shows mvp (managed ventricular pacing) operation in the setting of wenckebach beats." Review of manufacturer database revealed the patient died 9 days later. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.